Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the patient was showing signs of potential withdrawal including increased spasticity, irritability, and temperature elevated from baseline at 1-2 weeks from his scheduled refills for the past several visits. Oral baclofen bid (twice a day) was administered for the past week, which improved the symptoms. The hcp drew back 8 ml of residual intrathecal baclofen when the residual volume should have been 4.4 ml on interrogation for refill on (B)(6) 2016. The volumes had been inconsistent for multiple visits, but there were no stalls on the logs. The x-rays to check the integrity of the catheter were performed; it appeared intact. The patient appeared not to be in acute withdrawal and sent home. The next refill was scheduled for (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors. A CT spiral dye study was planned for (B)(6) 2016. The issue was not resolved. Additional information was received from the hcp on (B)(6) 2016. On (B)(6) 2016, there was 2 ml extra volume discrepancy noted and on (B)(6) 2016 there was a 2.4 ml extra noted. The results of the dye study were normal and a side port tap in the clinic was okay. The patient was admitted and given oral baclofen for increased muscle tone and was monitored. When the oral baclofen was weaned, his tone was back to baseline. The cause of the volume discrepancy was not determined and the withdrawal resolved on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.